Manufacturer narrative:
Investigation evaluation: a visual examination of the returned wire guide and device confirmed wire guide coating damage. The damaged area is located where the orange spiral coating meets the black coating. Approximately 1.5cm of the orange coating has unraveled exposing the core wire in this area. There was no further damage observed to the remainder of the black coating on the distal end of the wire guide. During a functional test a metii-24-480 wire guide from our shelf stock was utilized. The wire guide was flushed and then advanced through the wire guide hub. The wireguide was observed existing the distal end of the sphincterotome. The wire guide was moved back and forth and pulled back through the device for removal. Resistance was not observed. The wire guide was advanced into the proximal ide port and advanced out the tip of the device. Again resistance was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. While the pre-loaded wire guide was being advanced into the sphincterome, the coating of the wire guide was stripping. No section of the device detached inside the patient. Another cook fusion omni-tome was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.